Event description:
Customer reports that she tested 341mg/dl, 194mg/dl, and 124mg/dl on the same device within minutes. She reports taking actos after the 341mg/dl result. No adverse event reported and no treatment received. One level quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacment was sent.